Event description:
It was reported that a portex® bivona flextend¿ tracheostomy tube was noted as having a large leak after the balloon was inflated. The cuff had been filled with 2.5ml of sterile water one hour before. When the leak was noted, 0.5ml of sterile water was able to be withdrawn. Once the tracheostomy tube was removed from the patient, it was noted that sterile water was dripping out of the cuff when inflated. No permanent injury was reported.